Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's roller pump generated an "over speed 1" message and immediately when the speed potentiometer was turned up. The pump head would not rotate. As a result, an alternate device was employed. Since this was changed out prior to the case and there was no delay. There was no patient involvement.